Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray pc was unable to boot up. Logfile analysis by fse revealed that on multiple occasions the suite-pc could not connect to the x-ray-pc. Fse concluded the issue with the x-ray pc software. As a part of troubleshooting action x-ray pc was replaced and software was reloaded and issue got resolved. After replacement and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion system did not start. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the x ray pc was not starting. Troubleshooting actions showed a problem with the x ray pc. The fse replaced the x ray pc and returned the system to use in good working order.